Event description:
The manufacturer received information alleging that the device did not meet the acceptance criteria of the evaluation process for the following conditions: "enclosure (back inside screw cracked, front left bottom enclosure cracked)". The device was received and evaluated by the manufacturer. A review of the log files showed that the device recorded a ventilator inoperative alarm. In addition, a cell undervoltage alarm was recorded.